Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred multiple times during the load process. Additionally, it was reported that the pump reset unexpectedly. Reportedly, customer reloaded the existing cartridge successfully and resumed insulin delivery. Customer's blood glucose level was 219 mg/dl.